Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, a reinforced stapler was able to fire but the jaws of the staple lock and reload jammed closed on the tissue. The surgeon was able to gently tease the reload away from the tissue to remove it. There was no patient injury.